Manufacturer narrative:
(B)(6). (B)(4). Three devices were received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution sets would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured 06/06/2017 - 06/07/2017. Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage under water, and functional tests were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.